Manufacturer narrative:
Investigation summary: five 10ml syringes in fully sealed blister packs from batch 0266477 (p/n 302995) were received and evaluated. It appeared the "oil" inside the syringe was silicone with the normal and expected amount observed per product specification. Based on verbatim it is possible the presence of silicone oil is being described by the customer. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 10ml ll s/c 200 had foreign matter inside. The following information was provided by the initial reporter: material no: 302995, batch no: 0266515, 0266477. It was reported fm found inside the syringes. Verbatim: we found 2 different lot of 10 ml syringes with oil inside. The syringes are still in their original package. We retrieve the syringes and are keeping them quarantine; we are wondering if you can follow up with quality control on your side or if any recall has been done for this situation.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0266515, medical device expiration date: 2025-09-30, device manufacture date: (B)(6) 2020. Medical device lot #: 0266477, medical device expiration date: 2025-08-31, device manufacture date: (B)(6) 2020. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll s/c 200 had foreign matter inside. The following information was provided by the initial reporter: material no: 302995 batch no: 0266515, 0266477. It was reported fm found inside the syringes. Verbatim: we found 2 different lot of 10 ml syringes with oil inside. The syringes are still in their original package. We retrieve the syringes and are keeping them quarantine; we are wondering if you can follow up with quality control on your side or if any recall has been done for this situation.